Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system passed physical inspection and functional testing after the computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the failure on the computer was due to a loose connection of the ram modules. Analysis found that the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding a navigation system outside of a procedure, with no patient present. It was reported that the system would not boot up. Multiple outlets were used and the power connections were reseated. The fan would turn on for about 5 seconds then turnoff. The plug was plugged directly from the wall power cord to the computer and the intermittent fan was still observed. Power cables were switched with the axiem box and computer but the fan was still intermittent.